Manufacturer narrative:
(B)(4) date sent: 3/25/2024 d4: batch #329d09. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received fully fired. Upon evaluation of the reload prior to removing it from the instrument revealed that there were two staples in the distal most right-hand pocket. The distal staples that remained in the reload were confirmed to be malformed. Multiple staples in one reload pocket is considered a manufacturing defect that contributed to the malformed staples at the distal end of the reload. The double staples observed are potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. In addition, during the visual inspection, it was noted that the joint cover was damaged. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the knife was noted to have slightly nicks. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Additionally, photos were provided and reviewed as part of the analysis, and they showed the condition of the reported event. Device history review a manufacturing record evaluation was performed for the finished device batch number 329d09, and no non-conformances were identified. Additional information was requested and the following was obtained: per the surgeon, when firing, felt something different. In all cases, it wasn¿t the first fire, it was subsequent fires. Questions obtained from surgeon: during those misfires, were there any unusual sounds or vibration in device? Yes, there was left side tissue movement. Halfway into firing, could see it grind and fell it grind. On the third one, it happened on the last 3rd of the firing. Slr was used with the ones with the issue.

Manufacturer narrative:
(B)(4). Date sent: 02/25/25. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. The photo and device upon which this medwatch is based have been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, it was observed that the staples became malformed at the end of the firing of the device. There was no patient consequence nor surgical delay reported. No additional information provided.